Event description:
It was reported that, "tips of two reflex hybrid quick turn inner shafts were broken during surgery."

Manufacturer narrative:
Device kept by hospital, will not be returned to stryker. Method: complaint history analysis, manufacturing record review. Result: product held by hospital, they refuse to return them, therefore no visual or functional testing was able to be performed. (B)(4). Investigation into past complaints concluded tip deformation was a known failure mode and that small size of tip, combined with its intended use makes it impossible to eliminate the chance for tip damage. Inner shaft should be inspected before and after each case and replaced as needed. Mfg record review - manufacturing records were reviewed and there were no issues which may have contributed to reported events. Risk assessment - potential prolonged surgery or revision surgery. Conclusion: a thorough investigation could not be performed as the implicated instruments were not available for evaluation. DHR's had no deviations reported. This is the 1st complaint on either batch. This is a known failure mode and in-line with expected failure rates, therefore no corrective action is needed at this time.